Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A 3.5x15 mm xience xpedition stent was implanted in the proximal circumflex artery. A balance middle weight guide wire was advanced toward the 2nd marginal artery through the stent. A non-abbott hemostatic sponge was positioned and several coils were placed at the distal 2nd marginal artery. The effusion was not totally reduced so the patient was sent to surgery for coronary artery bypass graft (CABG). The patient is still hospitalized. There was a clinically significant delay in the procedure due to the perforation and conversion to surgery. No additional information was provided. The device was received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information. The 3.50x23mm xience xpedition and other versaturn guide wire (lot #5030561) referenced is being filed under a separate medwatch MFR number.

Event description:
The patient presented with non st elevated myocardial infarction (mi). It was reported that the procedure was to treat a lesion in the 2nd marginal artery. The circumflex artery lesion was pre-dilated with a non-abbott 3.0x12 mm balloon. A versaturn guide wire was advanced to the 2nd marginal artery to treat a bifurcation lesion. Two non-abbott balloons were used to pre-dilate the lesion and a 3.5x23 mm xience xpedition stent delivery system (sds) was advanced, the system was inflated to 14 atm and the stent was implanted. Another versaturn guide wire was advanced to the 2nd marginal artery through the 3.5x23 mm xience xpedition stent to exchange the guide wire. During removal of the 1st versaturn guide wire, the guide wire tip was caught under the 3.5x23 mm xience xpedition stent and the tip separated. The proximal portion of the guide wire was removed from the anatomy; hence, both versaturn guide wires were removed from the marginal arteries. Ultrasound was performed and a bleeding effusion was observed at the distal part of the 2nd marginal artery. Reportedly one of two versaturn guide wires caused a perforation. An unspecified balloon was used to reduce the effusion, a hemostatic sponge was used to attempt to stop the bleeding, and an unspecified drainage kit was used. Several unspecified coils were implanted. A thrombosis was observed at the 3.5x23 mm xience xpedition and was treated with a protamin injection. The effusion was reduced at that time. A 3.5x12 mm trek nc balloon catheter was used to crush the thrombosis against the vessel wall.